Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, de novo, 90% stenosis in the mid left anterior descending artery. Reportedly, after pre-dilatation and placement of a 2.5 x 18 xience xpedition, the 2.0 x 12mm rx trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured at second inflation at 12 atmospheres. There was no resistance during advancement or removal of the device. A non-abbott balloon catheter was used to complete post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.